Event description:
The complaint description is reported as: even if the clips are loaded, they do not appear. No patient injury reported.

Manufacturer narrative:
Sample requested for evaluation but not received at the time of this report. Investigation results are not available at the time of this report.